Manufacturer narrative:
H.6. Investigation summary: one sample was received, it came in a plastic ziploc plastic bag. It has the plunger rod-rubber stopper, tip cap and barrel label; it has no packaging flow wrap and no saline solution. The barrel label is according to the product specification and graphics. Additionally, the photo provided shows the barrel label area where the new UDI 2.0 barcode is. Potential root cause, when the UDI 2.0 barcode was implemented, the linear barcode was eliminated. The lack of linear barcode has induced customer dissatisfaction. The sample is according to our products specifications. The posiflush platform is aware of the effects induced by the introduction of the UDI 2.0 barcode. Currently they are assessing the re-introduction of the linear barcode. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see section h.10.

Event description:
It has been reported that one syringe 3ml saline fill ce has been found missing label information before use. The following has been provided by the initial reporter: n/s missing.

Manufacturer narrative:
Upon investigation, reported reasoning updated from label product missing to no normal saline in syringe. New dt created to capture new reasoning, no longer reportable. This MFR. Report # 1911916-2019-01032 is void.

Event description:
It has been reported that one syringe 3ml saline fill ce has been found missing label information before use. The following has been provided by the initial reporter: n/s missing.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one syringe 3ml saline fill ce has been found missing label information before use. The following has been provided by the initial reporter: n/s missing.